Manufacturer narrative:
(B)(4)

Event description:
The pt had a pump revision to move the pump to the other side of his body a couple of months ago. The pt experienced an allergic reaction after the revision surgery. The pt stated that there were "big red streaks" present that went around the pt's right side. The pump pocket site was red and swollen. The hcp had not yet tested to see if the pt had an infection or not. The pt stated that his physician thought the pt was allergic to the pump. They had planned to use an allergy test kit.